Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime a review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the reported rsoc from the bq chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of unable to articulate. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. Based on the evidence available the reported condition was confirmed. The file will be closed as a design issue causing the rsoc error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, they set the handle, shell, adapter and the cartridges. Prior to the 4th firing, the surgeon re-clamped the tissue, however a strange sound was heard and the device did not react at all. The firing was not performed at all. The jaws were half-closed at that time. They removed the adapter from handle, and then opened the jaws with the manual adapter tool. They re-connected the adapter to the handle, the display screen still showed the indicator of attaching the adapter. No calibration sound was heard. Then they operated the device for a trial .they inserted the handle to new shell, however no calibration was performed and the device did not recognize adapter. The display screen still showed the indicator of attaching the adapter. Replaced by another handle, t hey inserted the handle of replacement to new shell, and then the calibration was performed. Then they connected another adapter to the handle, however the device did not react. The display screen was getting dark, and finally it turned blackout. Replaced by the third handle and connected the second adapter, the loading and the procedure were completed with no problem. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.